Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2013-11094. It was reported the pt plans to undergo surgical intervention due to experiencing pain at the ipg site and ineffective stimulation.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.